Event description:
The pump was returned for investigation. Investigation revealed that the down arrow and ok keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under the up arrow and contrast button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling from the bottom of the keypad towards the up arrow button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).